Event description:
A customer contacted stryker to report that the backing from the electrodes stuck to the electrodes, therefore they were unable to use them on a patient. The customer advised that a back up device was available and was used to continue patient care. The patient associated with the reported event did not survive. The customer informed that it is unlikely the issue with the electrodes contributed to the patient outcome.

Manufacturer narrative:
The customer will be provided with a replacement device. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker product analysis center (pac) was unable to duplicate or verify the reported issue because the electrode tray was not returned with the device. A root cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that the backing from the electrodes stuck to the electrodes, therefore they were unable to use them on a patient. The customer advised that a back up device was available and was used to continue patient care. The patient associated with the reported event did not survive. The customer informed that it is unlikely the issue with the electrodes contributed to the patient outcome.